Manufacturer narrative:
Concomitant medical products: (2)smarsite needle-free valve;pdi prevantics antiseptic skin prep swabs, therapy date (B)(6) 2018. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that when changing 1l syringe of intralipids 20%, (.5 presumably ml/hr) there was a leak between the syringe with the maxzero and the medication tubing at the pump. There was no patient harm.

Event description:
The customer reported that when changing the syringe of 20% intralipids, there was a leak between the syringe with the maxzero and the medication tubing at the pump. Programming was intended to be at ¿.5¿ (presumed to mean 0.5 ml/hr). There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak between the syringe with the maxzero and the medication tubing was confirmed. Visual inspection of the set showed no issues or any anomalies. Examination of the max zero valve top under magnification showed a microchannel/scratch within the interior diameter. Functional and pressure testing confirmed leaking from the engagement between the syringe and the valve. The cause of the leak was a microchannel/scratch within the interior diameter of the maxzero valve which creates a fluid path. The root cause of the microchannel is an equipment error during the inspection and testing process during final assembly of the maxzero component.